Event description:
Before lasik my hyperopia was +6 each eye, I got lasik done one year ago, since the day of the surgery I have ghosting, glare, halos, and my vision is 20/40 without glasses and 20/30 with glasses. I have seen like 6 doctors, a few told me I developed corneal ectasia and I will need corneal crosslinking, but 3 doctors are against that and told me my exams are consistent with hyperopic lasik not ectasia. I'm scared and confuse about this. "Is the product compounded: yes, is the product over-the-counter: yes."